Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual and microscopic examination of the returned complaint device found that the balloon was burst, which confirms the reported event. No damage was found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon could have caused that the balloon was burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the intestinal tract during an intestinal stenosis and dilatation procedure performed on (B)(6) 2021. During the procedure, after the balloon was dilated to the desired pressure, there was a leak observed. The balloon was removed from the patient and it was noted that the balloon burst. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the intestinal tract during an intestinal stenosis and dilatation procedure performed on (B)(6) 2021. During the procedure, after the balloon was dilated to the desired pressure, there was a leak observed. The balloon was removed from the patient and it was noted that the balloon burst. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.